Event description:
The mother noticed that the patient became less responsive to sound after an incident where the patient fell and hit the head. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.